Event description:
The ge oec 9800 fluoroscopy system reportedly had mixed images when recalling a study after a procedure. Service was notified for repair and evaluation the next day.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the hard drive, flashed the nodes, assured voltage levels were correct and re-formatted the cine drive. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.